Event description:
It was reported that the screw fractured in the patient's mouth. Replaced screw without damage to implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided a3: gender unknown / not provided a4: patient weight unknown / not provided d4: device expiration date unknown / not provided d4: device UDI number unknown / not provided e1: email unknown / not provided e1: phone number unknown / not provided h4: device manufacturer date unknown / not provided.